Event description:
Within a few days after placement of human collagen intradermal implants the pt reported red lines at the treated sites. The physician using magnified observation diagnosed telangiectasia. Follow up findings: in correspondence received 2 months later physician reported treating pt with an intralesional steroid.